Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden increase in impedance on the right ventricular (rv) lead and a lead warning was triggered. The threshold of the rv lead also increased slightly. Subsequently it was discovered that the rv lead is fractured. The rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.